Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient spoke with their manufacturer representative who was able to talk the patient through the issue and get it resolved. It was noted the device may have shut off by itself or the patient may have inadvertently shut it off themselves. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they didn't think their system was working. Patient clarified when they had their implant fully charged and stimulation was on, they would have quite a lot of pain primarily right at the site of the implant and a little down their thigh. Patient said when they turned stim off completely, they wouldn't have any pain much at all. Agent asked, patient said they noticed the issue about 3 weeks ago when they noticed a message on the controller that said stimulation was off. Patient didn't know how stim got turned off, but somehow it did. Patient turned stim back on, and everything was fully charged, and that was when the pain started up again. Patient was surprised that they weren't having any pain because they had an appointment to talk to their neurosurgeon at that time about a second surgery anyway. Patient tried turning stim completely off again and there was no pain. Patient had gone through the process a couple times and this was the third time they had stim off and the same thing happened each time. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.